Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4 - the UDI number is not known as the part and lot numbers were not provided.

Event description:
It was reported on (B)(6) 2024 a patient presented with degenerative mitral regurgitation (mr) and a thin and prolapsed posterior leaflet, and a restricted anterior leaflet for a mitraclip procedure. One clip was implanted. The patient had tricuspid valve intervention scheduled for (B)(6) 2025. During a transthoracic echocardiogram (tte), it was noted the mr grade increased to 3. The clip partially detached from the posterior leaflet. On (B)(6) 2025 a second clip intervention was performed. The patient had mixed mitral regurgitation and a restricted anterior leaflet. A clip was implanted laterally to the first clip. The final mr grade was 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lhr review and similar complaint review was not performed because the lot information was not provided. All available information was investigated and based on the information provided, a cause for the reported migration resulting in mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.